Manufacturer narrative:
Correction: based on the additional information and further review, the correction reported lens was identified as model dib00 (sn: (B)(6)) not dib00 (sn: (B)(6)). The initially reported lens with model dib00 (sn: (B)(6)) is a replacement lens used for the patient. The following information was added to reflect the new information: section d4: model number: dib00. Section d4: catalog number: dib00u0210. Section d4: serial number: (B)(6). Section d4: expiration date: mar 28, 2026. Section d4: unique device identifier (UDI #): (B)(6). Section h4: device manufacture date: mar 28, 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 3/11/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint simplicity reveal that the cartridge tip was damaged/deformed, and had stress marks; however, the marks were within specification for a used product. Ovd was not observed to be distributed throughout the cartridge indicating that an insufficient amount of ovd may have contributed to the complaint issue. The lens module and handpiece were inspected, and no issues were observed. The lens was visually inspected revealing that it was coated in viscoelastic residue. The lens was cleaned, and damage was observed on the surface of the lens. Historical review: a search of complaints related to this production order (po) was performed. The search revealed one additional complaint from this po number. Product deficiency not identified. The product quality deficiency could not be confirmed. As a result of the investigation, there is no indication of a product quality deficiency. Conclusion: the complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "cartridge tip cracked/damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity eyhance intraocular lens (iol) was defective. Additional information stated that the issue was noticed during handling/prior to insertion and the iol touched the left eye, but was not inserted. The problem was not due to use error. There was no patient injury and no medical/surgical intervention required. No complaints from patient post operatively. Further follow up information stated that the lens was advanced with too much force and was not sitting properly in the injector. The procedure was completed successfully using same model and diopter backup lens. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.